Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event occurred on an unspecified date in march 2025 and involved a microclave¿ clear neutral connector where it was reported when assessing IV and fluids prior to patient care a moderate amount of lipids was found on the floor dripping from where the luer lock area attached to the syringe. Assumed that there was a possibility the syringe became loose on tubing. Stopped infusion, tightened connection, disconnected from patient and attempted to flush the lipids through the tubing. Lipids continued to leak from the luer lock area. Upon inspection of devices, a large amount of air bubbles had entered the tubing, closest to the pump and the crack was found on the luer lock area itself. Lipids were completely removed from patient to be replaced later today by IV room. The patient¿s status did not change due to the event. The patient¿s status before, during, and after the event was stable. The infusing rate of the lipid infusion was 81 ml/hour. It was infused through umbilicus venous catheter. There was no bleeding or blood loss. It was also stated in their set up that in syringe with syringe pump, 60" (152 cm) appx 0.4 ml, smallbore ext set w/clamp, rotating luer. There were visible cracks/ breaks/ cuts noted that have caused the disconnection. The infusion was hooked up at 16:02 and then traced at 19:00 and the event was discovered around 02:00. Thus, there was patient involvement, but no harm reported and no delay in therapy that was critical to the patient.

Manufacturer narrative:
Received the following: one new list #mc100, microclave® clear neutral connector; lot #14224579 as received, no visual damages or anomalies were observed. New sample returned has packaging depicting lot #14224579 one used list #unknown, extension tubing; lot #unknown a crack was observed on the female luer of the extension set. The reported complaint of a leak could be confirmed. The returned extension set was observed to have a crack on the female luer. The probable cause is due to a material issue on a vendor supplied part. The lot history of 14224579 was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Updated information can be found throughout section d. Suspect medical device, g4 - PMA/510(k) # and h4 - device mfg date null.